Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5, h6 and h8. Correction: h6 type of investigation corrected to add 10 - testing of actual/suspected device. Corrected d5 to "health professional" and h8 to "reuse". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined. However, it is likely that the event occurred by handling the subject device such as the following: -when performing high-frequency cauterization: a) let the distal end of the subject device contact with mucosa. B) did not protrude an endo therapy accessory to the visible position of green marking in sheath of the accessory. C) electrified without letting electrode of an endo therapy accessory contact with mucosa. When performing laser cauterization: performed laser cauterization treatment without keeping distance from the distal end of the device until the tip of the laser probe was surely visible on endoscopic image. When performing argon plasma coagulation(apc): did not protrude an apc probe to the visible position of the black ring at tip of the probe on endoscopic image. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in ¿3.3 inspection of the endoscope: inspection of the endoscope.¿ states the preventative measures in ¿4.3 using endo therapy accessories.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer stated they were unaware of the burnt plastic distal end cover.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the bending cover had leakage. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the bronchovideoscope had water leakage. Upon inspection of the customer¿s returned device it was observed, the plastic distal end cover (c-cover) was burnt. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.